Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opening while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 3. During preparation of a steerable guide catheter (sgc), it was observed that the sgc could not straighten. Therefore, the sgc was not used and was replaced, and the procedure was continued. A mitraclip xtw was used, but while establishing final arm angle (efaa), the clip continuously opened to roughly 70 degrees. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Three mitraclips were then implanted reducing mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.